Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Home monitoring reported vcc failure. Shock impedances are also rising from 61 ohms at implant to 89 ohms currently. The lead remains implanted at this time. No adverse patient events have been reported. Should additional information be received, this file will be updated.